Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was no longer feeling stimulation since (B)(6) 2016 and had a return of symptoms, leaking. No troubleshooting could be done at the time of this report because the patient did not have their patient programmer with them and would call back for troubleshooting. Additional information was received from the patient and it was reported that the loss of stimulation and return of symptoms had not been resolved. The patient reported that she tried to program machine with no avail. The patient reported that she didn't know what led to the loss of stimulation and return of symptoms but thought the device battery needed replaced. The patient reported that she wished to get it back on track because ¿this pain that goes down my leg has made me very grumpy and unhappy.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.